Event description:
The catheter was replaced on (B)(6) 2012. The outcome was resolved without sequelae.

Event description:
It was reported that the patient experienced increased pain and bilateral lower extremity numbness. A fractured catheter was also reported. A radiograph was taken which confirmed the fractured catheter. The patient's oral breakthrough medications were rotated from oxycodone to morphine. The medications used in the pump were dilaudid 10 mg/ml, bupivacaine 20 mg/ml, and baclofen 200 mcg/ml. The event was ongoing.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product type: catheter. (B)(4).